Event description:
The suture was used during an unspecified procedure. Reportedly, the needle broke. The surgeon was able to retrieve the piece and applied another suture to complete the procedure. The hosp has reported no pt injury occurred.